Event description:
It was reported that during a laparoscopic left hemicolectomy procedure, the clip applier worked as expected. The first couple of times and then the clips did not close after being applied. Procedure was completed using same like device. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Probably 4th and 7th. What vessel or structure was the device fired on at the time of the event? Left colic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Fired once out of the patient, then used on patient again, successfully and then clip firing problem returned. What were the indications for surgery? What was found? Cancer, at the splenic flexure. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? No if so, whom? The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.